Event description:
The facility reports when the staff was lifting the resident out of bed, pt cut their leg on the bottom of the lead screw assembly. The cut was on the right part of their left shin, about 10cm long, and required ten stitches.